Event description:
The penumbra system reperfusion catheter 054 and the penumbra system reperfusion catheter 032 were used coaxially to treat an m1 occlusion. During access, it was noted that the reperfusion catheter 054 had kinked near the hub at the spiral cut hypotube. Due to patient tortuosity challenges, it was decided not to remove the reperfusion catheter 054 and only aspirate through the reperfusion catheter 032. Once flow was reestablished, both systems were removed and the reperfusion catheter 054 was broken at the kink. There was no patient injury.

Manufacturer narrative:
Device investigation: results: there is a 45 degree bend in the strain relief at the beginning of the spiral cut. The shaft of the catheter is broken at this point and separated, with only the wrapping support wires connecting the hub to the rest of the catheter. Conclusion: the damage noted in the complaint is confirmed. While manipulating the catheter during access the catheter was kinked. When the case was complete and the catheter was removed, additional force was likely applied to the kink which resulted in the break. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design or quality concerns. .